Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report high blood glucose levels and multiple no delivery alarms. The customer's blood glucose level was 600 mg/dl. The caller stated she thought the infusion sets were faulty and the customer changed their infusion set 5 times. The caller stated the alarms were resolved by an infusion set change. The caller declined to troubleshoot. The caller agreed to return the infusion sets and reservoirs for analysis and also received replacements.